Manufacturer narrative:
Pc-(B)(4).no device was received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot:5286673 the DHR analysis of the batch indicated shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the unknown component at bone to cement and cement to implant interface. Depuy cement was used. Original fx reverse. Came back infected and doing a 2 stage. Abx spacer implanted. All parts removed. Don't have part number or lot on depuy 2 cement. Doi: (B)(6) 2017; dor: (B)(6) 2018; unknown side.